Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms in the bipolar configuration. Additionally, this lead exhibited loss of capture (loc), a rise in high capture thresholds, and loss of sensing. As a result, this rv lead was programmed to the unipolar configuration. It is planned to revise this lead during an upcoming routine device changeout procedure. No adverse patient effects were reported. This rv lead remains in service.